Manufacturer narrative:
Device evaluated by MFR: the direxion hi-flo was returned for analysis. Visual examination revealed nickel shaft fracture located approximately 3.5cm from the strain relief. Microscopic examination revealed the inner lumen stretched approximately 3.5cm. Puncture marks located approximately 1cm and 1mm from the distal tip. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 25jun2025. It was reported that the microcatheter was blocked. A direxion hi-flo was selected for use in a right thoracic tumor and bronchial artery chemoembolization procedure. During procedure, the microcatheter was blocked and could not be used. The procedure was completed another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the nickel shaft was fractured.